Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. The patient (pt) mentioned their spinal cord stimulator(scs) was removed because it kept on messing up; the leads kept moving and the battery needed to be changed. Pt did not know event date and when asked provided an event date of maybe 2005-2006, but also said 3 years after implant date. When asked for clarification, the pt said they had many spinal cord stimulator(scs) before the most recent one and one of the scs devices lasted 3 years. Pt mentioned they had many surgeries to replace the previous scs devices. Before the pt could be asked for any clarification on their statements, the pt insisted they needed to disconnect because they needed to get to an appointment with an hcp. Pt now needed an MRI of their back "right where the leads were." Pt also said the leads were "no longer attached to their spine." Pt's implanted neurostimulator(ins) was explanted, but their leads were left in. Patient services specialist documenting reported event. Patient services specialist reviewed MRI guidelines and redirected to hcp. Redirected call ER: patient's hcp.